Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose was 550 mg/dl. The customer was treated with shot. Customer also reported that they experienced coma. The customer reported that insulin pump had blank display. Display did not return after restart. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using care link. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.(B)(4).

Event description:
Updated summary: the event involved products are mmt-1780kl, mmt-332a and mmt-399. No product return is required for t-332a and mmt-399. The customer discontinued the use of the device. The product mmt-1780kl was returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Unit uploaded properly using carelink. Unit powered up properly after the test battery was installed. Unit was monitored for 2 days. No blank display noted. Unit had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Additional information has been received which was not included with the initial report. The information has been provided in section b5 and d10 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.